Event description:
Medics responded to a cardiac call, patient condition not reported. Reportedly, the device screen displayed dashed lines and the ECG waveform could not be viewed. The device operator checked the ECG electrode connection, cable connection, and cycled power to the device in an unsuccessful attempt to view the patient's ECG waveform. The device operator attached disposable defibrillation electrodes to the patient and care to the patient was continued. The patient's outcome was not reported.